Event description:
It was reported that the customer was hospitalized for low blood gluclse level. Troubleshooting was performed. It was stated that the customer was not disconnected from pump during manual prime.